Manufacturer narrative:
This report is submitted on 10 nov 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to incorrect placement of the electrode array. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 20, 2024.